Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient received multiple shocks and was in the hospital. Boston scientific company representative advised the patient to contact the cardiologist. Additional information was received that this right ventricular (rv) lead was surgically abandoned and replaced due to lead fracture. No allegations against the device. No adverse patient effects were reported.